Event description:
Patient underwent spinal surgery with insertion of pvc drain into wound bed. Drain removed two days later. Patient underwent a second spinal surgery about two weeks later for a separate diagnosis. During the second surgical procedure a piece of pvc drain was found measuring 7 cm. There were no physiologic signs or symptoms of the presence of the drain either by the patient or by inspection of the wound bed. The remaining part of the drain was removed.====================== health professional's impression======================when the drain was removed by the practitioner a piece broke off into the wound bed. The practitioner would have no way of knowing this piece had broken off. On close inspection of the retrieved piece of drain, both ends appear smooth. Upon inspection with a magnifying glass, both ends are smooth but one looks like it is cut at the level of one of the holes in the drain.